Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was stuck at zero. There was a similar issue which occurred previously (covered in tw pr ID (B)(4) in which it was identified that the flexvision pc had intermittent boot up issue. In the pr ID (B)(4), the field service engineer (fse) ordered the flexvision pc to resolve the issue. Later, the part arrived under the current case ID (i.e. Covered in this pr ID) and it was replaced by the customer. No service has been performed by philips under this case ID since the quotation was not accepted by the customer and the issue got resolved by the customer. To date, there have been no further reports of this issue.

Event description:
It has been reported to philips that the system is stuck at zero. Philips has started an investigation of the complaint.